Event description:
The customer reported that the system displayed a filament regulator error message during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed and the high voltage cable was lubricated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.